Event description:
Black small black particles in water box on my CPAP philips remstar system1. Reported this to my (B)(6) respiratory department and tried to report to philips no luck the (B)(6) said couldn't get replacement for me because philips has control of inventory. I have to use my machine because of severe sleep apnea. Machine sn (B)(4) was registered on 8/9/21 confirmation # (B)(4). I am very concerned about my safety using this machine but have no choice but to use it until I get my replacement. FDA safety report ID # (B)(4).